Manufacturer narrative:
The company service representative examined the system. And did not replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reports that he questions the toric placement readings for toric intraocular lens implant (iol). The issue was after the toric iol was implanted during a cataract with iol surgery. The system readings of approximately two diopter cylinder and the recommendation to move clockwise, wrong direction while lined up on the toric axis line. The surgeon kept the placement of iol on placement line.